Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd pump. The scd express was plugged into the electrical wall socket, the staff heard a loud popping noise and smelt burning. The plug was removed from wall socket immediately. The scd express has burn marks on the casing and a hole in the main lead.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.